Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer addressed the issue by clearing the alarm and resuming insulin delivery.